Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer's insulin pump alarmed during manual prime. Customer changes the reservoir every six days. Customer's blood glucose was unknown. Nothing further reported.